Event description:
Hcp reported patient infection (cellulitis). Device was explanted. Pt recovered without sequela. The device was explanted and returned to the MFR for analysis. A follow up report will be sent if additional info is rec'd.

Event description:
A medwatch report has also been filed on patient's infusion device.